Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the two top rail rachet rivets were missing. He replaced the ratchet rivets to repair the bed.